Event description:
A report was received that the patient had an inflamed tissue around the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4) (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had an inflamed tissue around the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.